Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The pump was programmed with a test guardian 2 link and the glucose sensor simulator. The insulin pump communicated properly with glucose sensor simulator and display the calibrate your sensor alarm properly after completion of the warm up. The insulin pump displayed the programmed value properly on the display graph. The insulin pump was monitored while connected to the test sensor and transmitter. No unexpected sensor errors or alarms noted. The pump was received with scratched case, cracked retainer, broken belt clip rails, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.

Event description:
The customer reported via phone call that they had a high blood glucose value around 400 mg/dl. Customer declined to troubleshoot for their blood glucose levels. Sensor error and broken belt clip were reported. The customer was treated with insulin pump. The device was returned for analysis.